Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the iol was stuck at the cartridge tube. The leading haptic was observed not folded. The condition observed is not related to the issue reported by the customer. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon changed the intraocular lens, model pcb00, during the case because a vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Date of report: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.